Manufacturer narrative:
Device manufacture date unknown. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to the pcb failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The led is on even though the button an the processor is off.